Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 04/30/2016 to claim no audio output on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).